Manufacturer narrative:
The date of incident has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges outside driving when he was going down driveway and over a dip he lost control and hit a curb and was thrown from chair.